Manufacturer narrative:
The reported event was confirmed to be manufacturing related. One sample was confirmed to exhibit the reported failure. An amber 3-way foley catheter was returned opened without original packaging. The shaft of the catheter was found to have been cut by the bagger machine knife, as evident by the blue bagging material noted on the cut shaft. The sample does not meet specification, as it would not pass functional leak testing. A potential root cause for this failure could be "operator error". Photo samples were returned as well. The photo sample also showed that the catheter had a bagger machine cut. Unable to examine balloon for damage based on the photo sample. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed to be manufacturing related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water leaked from the foley catheter after the placement. Also stated that when the user checked the catheter, the shaft was found to be broken and confirmed that there was no problem at the time of the pretest. It was also mentioned that there was a balloon rupture or tear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the foley catheter after the placement. Also stated that when the user checked the catheter, the shaft was found to be broken and confirmed that there was no problem at the time of the pretest. It was also mentioned that there was a balloon rupture or tear.